Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use the visi pro to treat a lesion in the left renal artery. It should be noted that the visi pro is not indicated for use in this vessel. The lesion was pre dilatated with a n unknown 4mm balloon. The visi pro would not cross the lesion so the physician decided to use a 5mm balloon to dilitate further. While removing the visi pro it is reported that the stent came off the balloon in the hub. No patient injury is reported. Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The visi-pro was received with the balloon chamber in a post-inflation profile, (not tightly wrapped); dry sanguine material on the distal tip; and fluid residue in the y-manifold.